Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking and was breached (non-electrical), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported by the patient that their lead was bad and that the "lead wires have been compromised" and has to be replaced. The patient also reported having "932 episodes." Follow up did not yield any further information. It was also reported that the lead integrity alert (lia) triggered, the lead was showing multiple short r-r's, and there was a sensing increase to over 390. The lead was explanted and replaced. No patient complications have been reported as a result of this event.